Event description:
It was reported that high, out of range hv lead impedance was observed. Lead was capped without complication. The patients condition was normal following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.